Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the pump failed volume testing. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the device failed volume testing. There is no service history in past 12 months. The reported issue was not verified in the event history. The reported issue could not be confirmed. Software required update to v 1.2.4. Performed accuracy test and device passed volumetric test with 22 ml. The probable cause of complaint was likely due to a loose air detector. Reseated air detector in place and successfully downloaded v 1.2.4. The device passed all functional tests upon repair.